Event description:
Ous MDR - it was reported that suspected insulation damage was observed about 114 months after the implantation of the lead, during the device exchange. No loss of therapy or impedance changes were detected. The lead was returned for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
We received only fragments of the lead. Only the df-1 connector output to the distal shock lead was provided. This consisted of two fragments that had been capped at about 3 cm and 6 cm distal of the connector pin. The fragments returned were examined and an insulation break was found about 2.5 cm distal to the connector pin. Clear signs of wear could be seen at this location. Pressure and friction along the housing and friction between the connector outputs were assumed to be the causes for the observed insulation damage. There is no indication of a material or manufacturing defect.